Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "early morbidity of modular exchange for polyethylene wear and osteolysis." Literature article entitled early morbidity of modular exchange for polyethylene wear and osteolysis by william l. Griffin, md, et al, published by the journal of arthroplasty (2004) vol. 19, no. 7, suppl. 2, pp. 61-66, doi: 10.1016/j.arth.2004.06.014 was reviewed for MDR reportability. This study examines the early morbidity associated with modular component (liner and femoral head) revision surgery for the treatment of accelerated polyethylene wear and osteolysis in 55 (32 men and 23 women) patients. All the patients were revised due to pain and osteolysis related to near wear through of the polyethylene liner. Intraoperatively, all femoral heads and polyethylene liners were replaced. All of the femoral stems and acetabular cups were well-fixed and left in situ at the first revision. Following revision, 5 cases needed medical intervention for dislocation- 3 were surgically re-revised. 2 patients required re-revision due to implant fracture related to inadequate ossification of the femoral stem. One acetabular cup needed revision due to catastrophic osteolysis and inadequate ossification of the implant. The article does not specify which product or device is related to each event. The above patient harms and interventions are associated with the following depuy products or devices. Depuy impacted products: 22 duraloc articulating systems (cup, polyethylene liner, femoral head). 2 supercup systems (head, liner, cup). S-rom femoral stem (stem, augment). Tri-lock femoral stem. Country of origin: USA. Adverse event(s) related to product(s): implant dislocation, device fracture, implant bearing wear, implant loosening: implant to bone.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.